Manufacturer narrative:
E1: establishment name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device tissue pad was damaged. The issue occurred about two hours after the start of use during a therapeutic laparoscopic sigmoid colon resection when the subject device was removed from the patient body, during sedation. An error code and number of outputs were heard. The device was replaced with another of the same type of device and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to correct the contact office email and device mfg date. The contact office email is: olympusmdrcontact@olympus.com. The device mfg date is 5/15/2024.